Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment site. Subsequently, the patient underwent a skin revision with the use of biopsy punch under general anesthesia on (B)(6) 2024 in order to remove and replace the abutment. The patient was also treated with IV antibiotics (specific date and duration not reported).